Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion set's tubing broke at the infusion site connection and his blood glucose level at the time of this event was in 300s mg/dl. The tubing was not pulled prior to the break and there was no damage noticed when the package was first opened. No further information available.